Event description:
It was reported, that the device was prophylactically explanted and replaced. As it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action. Which applies to a subset of devices distributed. And implanted outside of the united states. The patient was in stable condition with no adverse consequences.